Manufacturer narrative:
Device unique identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented on (B)(6) 2015 with persistent low flow alarms, elevated pump power, low pulsatility index values and signs/symptoms of hemolysis including an elevated lactate dehydrogenase level of 667 u/l. The patient's system controller was replaced. A CT scan demonstrated a kink in the outflow graft near the distal anastomosis, as well as partial to full obstruction due to suspected thrombus. The patient's inr was therapeutic at the time of the event at 1.84 (standard of care at this center is an inr goal of 1.8-2.5). The customer reported that the patient was not a candidate for a pump exchange, but had an ejection fraction of 45% so the decision was made to discontinue pump support by cutting the driveline near the exit site. The patient was discharged home on (B)(6) 2015 on medical management. The manufacturer's technical services representative reviewed the log file and observed persistent low flow alarms accompanied with power elevations on 12/02/2015 that continued until 12/03/2015. After the patient&#38112;primary system controller was exchanged, the second log file submitted showed constant low flow alarms with power elevations. During this time the pump speed failed to reach the fixed speed of 8400rpm and the system controller was exchanged again.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned. The reported low flow alarms and pump power elevations were confirmed through the evaluation of the system controller log files; however, a specific cause for events could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.